Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller was at a replacement case and was attempting to use the external devices to do an impedance test but the device would not connect to the implantable device. The caller indicated that they tried to connect and the handset started to communicate. The handset displayed serial number (B)(4), then a message indicating a power on reset (por) occurred and asked for the serial number to be entered.  When the rep entered the correct serial number, then the communication failed. The caller indicated that they disconnected the lead and moved the ins further from the fluoroscopy and tried to connect again while on the phone. The caller indicated that after he entered the serial number the handset connected. No further complications were reported.